Manufacturer narrative:
Age, weight, ethnicity: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. First/given name: unknown. Last name: unknown. Email address: unknown. City: unknown. Post office or zip code: unknown. Telephone number: unknown. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was removed from the patient's operative eye after implantation due to the handpiece shooter getting stuck. It is unknown if another iol was implanted. No further information has been provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 23-may-2022 . Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned and product evaluation was performed under magnification. The complaint device presented with cartridge tip damage and cartridge damage. No assembly issues or issues that would have contributed to a delivery issue were identified. The complaint lens presented with a lens cut in half and a bent haptic. No issues that would have contributed to the complaint event were identified. The complaint issue dc-delivery issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.